Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient stated they have had several back surgeries and failed back surgeries so they ended up getting a spinal cord stimulator to help with the pain which isn't helping at all. Patient stated that they were implanted with a pain stim years ago, and it was replaced with the current one, but both would not really work for the patient. When asked the event date patient was not specific with their responses all they would say was that it never really worked for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.